Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received by zoll medical (B)(6) in addition, the customer's visual data was provided. Evaluation of the device was unable to duplicate the fault during testing; however, the reported problem was observed in the customer's visual data. The device's color cable was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.